Manufacturer narrative:
Initial reporter's (B)(6) phone number: (B)(6).

Event description:
It was reported that during the preparation go the procedure, the physician found that the blast shield was broken and the console's energy was low. There were no patient complications. The procedure outcome was asked but not available as per account/customer.